Manufacturer narrative:
Address: additional address information: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a tecnis eyhance intraocular lens (iol) was removed from the patient's right eye due to the lens being damaged. Account indicated that at the time of mounting, no fissure was evident, it was only evident when the lens was already implanted. The incision was enlarged to remove the lens. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on oct 20, 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received crushed inside of the original lens case. The lens was removed and cleaned, revealing that it was cut in half. Damage from being crushed inside of the lens insert was identified however, no further damage on the lens could be identified. The complaint issue "lens damage" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.